Event description:
One endeavor rx drug-eluting stent was implanted in the proximal lad. Patient was asymptomatic at 30 day follow up. An acute non-stemi is reported to have occurred 5 months post stent implant. Patient presented to another hospital with central chest pain. History of chest pain, over last 3 months. Had tropin rise and angiogram was performed. Angiogram showed severe proximal lad in-stent restenosis. Location of mi was non determinable, investigator assessed the event as a non-q-wave mi. Investigator has indicated that the event was related to the study stent. Please note that this device is not distributed in the united states.